Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. Right knee revised to address pain, flexion instability and aseptic loosening of the tibial base plate at the cement to implant interface. Revising surgeon stated that the femur was well-fixed, but internally rotated, with a lateral gap. He also indicated that the patella component was well-fixed, but positioned laterally on the native patella bone, with plenty of medial bone uncovered. Because of tracking concerns with the patella's placement, surgeon elected to revise. The tibial component was loose, at the cement to implant interface. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Updated 7 may 2020 re-open the complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 was reviewed on 6 december 2019. Medical records report no intraoperative complications from primary which included patella resurfacing and use of depuy cement x 2 total for a bilateral total knee arthroplasty (left and right doi (B)(6) 2015. This complaint captures the right knee. The right knee was revised (dor (B)(6) 2017 for reported pain, flexion instability and suspected loosening. Intraoperative findings tibial tray found loose at implant-cement interface and femoral implant position internally rotated, and patella positioned laterally with uncovered bone. All components were explanted and replaced with depuy revision knee system and cement. No intraoperative complications during revision surgery. Doi (B)(6) 2015; dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.